Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed. Upon conclusion of the evaluation, fse reported that the spare parts have been applied for on-site, this week the engineer is on site to repair the machine. The device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device had an unspecified failure. Additional details have been requested. There was no patient involvement.